Manufacturer narrative:
Concomitant product: 507645 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited oversensing on both the atrial and ventricular leads due to electromagnetic interference (emi) consistent with 60 hertz noise. A lead integrity alert (lia) was falsely triggered for oversensing and noise on the right ventricular (rv) lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.